Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) that delivered a shock for supraventricular tachycardia (svt). Technical services indicated that reprogramming would be difficult so the clinician opted for no changes and pursued other methods of treating the arrhythmia. Aside from the shock, the patient was not otherwise reported to be symptomatic.